Event description:
On (B)(6) 2012, olympus biotech received a report of an adverse event in the literature: bong et al. Osteogenic protein-1 (bone morphogenic protein-7); combined with various adjuncts in the treatment of humeral diaphyseal nonunions; bulletin of the hospital for joint diseases; 2005 vol 63 (1 and 2): 20 - 23. A pt (demographics unk) who received op-1 implant as part of a procedure to treat a humeral nonunion developed superficial cellulitis. The authors described the event as non-serious but no additional information was received with the initial report. The adverse event of superficial cellulitic was assessed as non-serious, expected, possibly related to the op-1 and possibly indicative of an immune reaction. Attempts to obtain additional information from the corresponding author were made on (B)(4) 2012; however, no additional information was received. No additional information is expected.